Manufacturer narrative:
It is not known if the vessel was predilated or resistant to dilation. It was reported that unusual force and resistance was used/noted when crossing the target lesion that was 100% stenosed and heavily calcified. The smart control locking pin was in place during advancement towards the lesion, and the locking pin was not removed before attempting to deploy the smart control stent. The sds was not advanced past the lesion and then withdrawn back into the lesion prior to stent deployment. The IFU instructions for delivering the stent and holding the handle of the smart control sds flat and straight outside the patient were followed. No information was available to indicate how the device was removed, but the complaint device was safely removed from the patient's body. After removal from the patient, the pin and stent remained on the device. It was reported that the device will not be returned for analysis. Review of lot 15097213 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Outer member subassembly lot 15095444 was reviewed. It was observed during review that no nonconformance was generated and no other incidents were noted that could be potentially related to the complaint reported. Coated polyimide wire lumen assembly lot 15091527 was reviewed it was observed during review of this lot that no nonconformance was generated and no other incidents were noted that could be potentially related to the complaint reported. Without the return of the device no conclusion can be made; however, based on the report that unusual force was used to cross the 100% stenosis, it appears that vessel characteristics may have contributed to the event. Based on the device history record review, there is no indication that the event is related to the manufacturing process. Therefore, no corrective actions will be taken.

Event description:
During treatment of a 100% stenosed iliac artery lesion with heavy calcification and moderate vessel tortuosity the smart control (c09040ml, 15097213) was advanced with force to cross the target lesion. However, it was noticed that the stent started to release from the distal end of the catheter and the device further movement of the device was stopped. The device was removed from the patient and changed to another unknown new product. The procedure was completed without any other issues. There was no adverse event and the patient is in stable condition. The product was stored, handled and prep, according to the (IFU) instruction for use guidelines. Prior to use, nothing unusual was noted about the stent delivery system, and when removed from the tray, the stent was still constrained within the outer member/sheath. No difficulty was encountered when flushing the (sds) stent delivery system.